Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (failed a pulse test) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to blown component u727 on the distribution node pca. The root cause for the damaged component could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt (B)(4) to report that the electrode belt failed a pulse test.